Event description:
The nurse reported a corneal burn occurred during cataract surgery. Multiple attempts were made for more info and pt status with no further info provided to date.

Manufacturer narrative:
The company service representative examined the system (10/08/2008) with no non-conformities found. Preventive maintenance was performed. The system was then tested and met all product specification. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.